Manufacturer narrative:
The device history record (DHR) for lot 718127 indicates that there were zero defects found in 544 visual samples and zero defects found in 694 physical samples inspected from the lot. A review of the entire DHR did not identify and manufacturing or inspection anomalies. There were 21 samples (unopened) submitted with this complaint. The samples were inspected for damage, shield stall/locking and needle free length according to the magellan safety needle quality and inspection standard. All samples passed inspection and met manufacturing specifications. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and determined the most likely root cause to be due to user error, improper activation technique. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for needle free length and shield stalling/lock failure. The product met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, the initiation of a formal corrective and preventative action (CAPA) is not required. The condition was most likely a result of user error. It¿s recommended the user consult the instructions for use included with the product for guidance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported that the safety shield is not engaging, leaving the needle exposed.